Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy 202 ventilator. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at a third party service center, an oxygen blending module failure (obm) error code was found in the device's error log relating to an obm air flow sensor failure. The service technician states that obm errors are present and that the printed circuit assembly (pca) board will need to be replaced to address the issue. Additionally, the internal battery is missing. The obm flow element, gasket, blower, blower bellows, and air flow element are contaminated with dust and need to be replaced. The inlet filter and whisper cap were replaced for maintenance. The device passed all final testing. No further investigation is required.